Event description:
It was reported that the patient presented to the clinic and was unable to be connected to the heartmate touch or the old system monitor to download data. The system controller was exchanged. The controller exchange resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.